Manufacturer narrative:
(B)(4) evaluation statement: the reported event of system error code 255-16-275 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported there was a system error code 255-16-275 on an alaris syringe pump. Although requested, there were no further details or information provided and no report of harm.